Event description:
Boston scientific received info that following an implant procedure, this right atrial (ra) was not capturing as expected and the ra lead had dislodged. An invasive revision procedure was performed the next day to reposition the ra lead. To date, no adverse pt effects were reported with this clinical observation. All available info indicates that the lead was repositioned and remains in svc. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.